Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01128. The pt received her scs sys, including an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2010. It was reported that the pt lost stimulation; she was unable to turn the stimulation up to perception. Diagnostic impedance tests showed that all lead contacts revealed high impedance readings. The pt reported she had not had any traumatic events since the implant date. F/u on the pt found that the physician planned to replace the pt's leads on (B)(6) 2011. However, it was reported that due to scar tissue, the physician was unable to insert the new leads where needed. The physician decided to explant the pt's sys. The explanted leads were returned to the MFR for analysis on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.